Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father reported about his son who was receiving low readings on the adc blood glucose meter. Caller further reported that the customer collapsed and lost consciousness and was brought to the school clinic where an unspecified reading was obtained on the hcp meter. Customer was treated with "unspecified amount of insulin" by the hcp and caller additionally reported that "the dosage of insulin administered was incorrect which caused the drop in blood glucose". No further information was provided as the customer refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with button depression and strip insertion. Control solution testing was performed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported test strips have not been returned. Extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle test strips were reviewed and the dhrs showed the freestyle test strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in the specification and passed. If the strips are returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer's father reported about his son who was receiving low readings on the adc blood glucose meter. Caller further reported that the customer collapsed and lost consciousness and was brought to the school clinic where an unspecified reading was obtained on the hcp meter. Customer was treated with "unspecified amount of insulin" by the hcp and caller additionally reported that "the dosage of insulin administered was incorrect which caused the drop in blood glucose". No further information was provided as the customer refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.